Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided did not confirm the alleged event. No root cause can be confirmed at this time. No product returned.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. Based on engineering  review performed on (B)(6) 2020, it was identified that the rod had a pin break.